Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. The mayfield head holder was not received for evaluation. A complaint investigation (failure analysis) and determination of root cause was not possible. The complaint could not be verified due to a product sample not being returned after 3 documented requests in order to verify the complaint. Device history record (DHR) review was not possible because no lot or serial number was provided. The reported complaint was not confirmed. If the material does return for evaluation, the complaint will be reopened and the material evaluated.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 13aug2020 with the following information: a (B)(6) year old female patient undergone an unspecified procedure on (B)(6) 2020. After positioning, the xxx-headrest mayfield released creating a small tear in patient's skin which was cleansed and reinforced with surgical staples. There was no known delay in surgery. Additional information has been requested.